Event description:
It was reported that noise was observed on the atrial lead. The noise was reproducible with arm movements. Electrical measurements were normal. The lead remained implanted and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.